Manufacturer narrative:
Insulin pump was received with high sleep current due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, insulin pump was monitored and functioned properly. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No replace battery now alarms were noted during testing. Power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specs. Unit received with minor scratched display window and case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a replace battery now alarm with less than 10 hours getting a low battery alert. Blood glucose level at the time of the incident was 156 mg/dl. The customer was advised that the insulin pump would be replaced. The device was returned for analysis.